Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. G. 3. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.

Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 20-sep-2017 a field service engineer (fse) the hybrid arm syringe, verified alignment and setting. The fse also cleaned the bf wash probes area and tips. The fse then ran quality controls and ran precision on a patient sample; all passed. The instrument was performing within specifications. A 13-month complaint history review for serial number (B)(4) from (B)(6) 2016 through (B)(6) 2017 was performed. Two (2) similar complaints were identified during the searched period, which includes this event. The aia-2000 operator's manual recommends contacting tosoh service center or the local representative when requiring instrument service. The most probable of the reported event was due to a defective hybrid arm syringe.

Event description:
On (B)(6) -2017 a customer reporting imprecise vitamin b12 results on patient samples on the aia-2000 analyzer. The customer reported that vitamin b12 patient results were higher upon repeat: initial run: repeat run: patient 1: 228 pg/ml, 516 pg/ml. Patient 2: 108 pg/ml, 335 pg/ml. Patient 3: 68 pg/ml ,199 pg/ml. Patient 4: 156 pg/m, 405 pg/ml. Patient 5: 133 pg/ml, 440 pg/ml. Vitamin b12 assay range is 50 - 2000 pg/ml. There is no indication of any patient intervention or adverse health consequences due to this event.